Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12333. It was reported the patient's leads migrated. The physician planned to remove the leads and replace with a paddle lead. The physician was unable to place the paddle lead due to scar tissue. The physician then explanted the entire system. Note the patient received two leads from the same lot number.